Manufacturer narrative:
(B)(4). The following could not be completed with the limited information provided. Age- ni, weight - ni.

Event description:
It was reported that the patient had spontaneous dislocation of his right prosthetic hip. Patient was walking on uneven ground when he felt a pop followed by pain on his right hip. The patient underwent hip revision approximately two months post-implantation. The constrained liner, locking ring and femoral head were removed and replaced. It was noted during surgery that the reinforcing locking ring is secured into the liner. However, the femoral head has popped out.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was confirmed by review of x-rays received. There is posterosuperior dislocation of the right hip arthroplasty components. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.